Event description:
It was reported that this single chamber pacemaker device stored a signal artifact monitor (sam) episode on the same day as it was implanted. This resulted in the minute ventilation (mv) sensor being automatically disabled by the device. Boston scientific technical services (ts) reviewed the episode and indicated that there was no visible noise but the right ventricular (rv) lead pace impedance, as measured from the lead ring to the device can, was less than 200 ohms. This indicates that when the sam feature and mv sensor were initially programmed on after device implant, the impedance test immediately failed triggering the sam episode which disabled the mv sensor. Ts noted that the patient histograms show good sensing rates, so the sensors are not heavily used. Ts provided guidance to the healthcare provider (hcp) that if the patient complains of shortness of breath or fatigue with exercise, they may want to bring the patient in and program the sam feature and the mv sensor back on. The device remains in-service. No patient symptoms or adverse patient effects were reported.